Event description:
Post surgery pt with epidural monitored with capnograph connected to central nursing station on general floor expired 4 hours after admission. Nurse claims that monitor and center station did not alarm for 30 seconds of no breath or for high end-tidal co2. In autopsy high co2 levels were identified. Event occurred at hospital.

Manufacturer narrative:
The complaint was investigated with the quality management unit at the hospital, the following corrective and preventive actions were identified after interim analysis of currently available info. Hospital shall return device to MFR for evaluation. MFR shall provide evaluation report to hospital. MFR shall work with hospital to provide training to improve implementation of pt monitoring and capnography in this ward.